Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, glistening bodies were noted within the iol. On postoperative exam, the surgeon reported the glistening bodies resembled intralenticular fractures. The surgeon reported the iol remained implanted and does not affect the patient's vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/04/2009 and 03/24/2009 by phone.